Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the investigation performed, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had leakage in cable. The issue was found during reprocessing. There was no patient involvement.